Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient reported they saw their pain management doctor on the 5th and the doctor thinks that their stimulator might not be working and that it is located in a bad place on their body. Patient reported that the doctor wants a representative to meet with the patient to check the ins. Patient noted their doctor was planning to call as well. Patient stated that the ins touches their spine and pinches their nerves in their lower back and has always been this way since it was implanted in 2015. Patient noted that their doctor told them to call and patient reported they called the representative multiple times, leaving a voicemail but they have not heard back. The patient was redirected to their healthcare provider to further address the issue. Agent provided the patient with the phone number for their doctor to call.